Event description:
The first anchor was placed using a tapered awl and broke as it was being placed. The surgeon removed half of the anchor but as he was doing so, a piece of the anchor fell into the joint space and was not removed. A second anchor was placed beside the first, and as it was being screwed in it stripped and was left proud. The sutures were tied off on this anchor and supplied fixation. This was the surgeon's first time using this device.

Manufacturer narrative:
Device was not returned for eval. (B) (4).